Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The rp catheter kinked at multiple sites when inserting over 0.027. Additional information noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. Visual inspection of the returned pump revealed two significant kinks along the catheter. The kinks were located near the motor housing and were about 10 cm apart from each other. No other damage or abnormalities were found. After reviewing the clinical information, it was determined that the cause of the delivery issues was catheter kinking due to patient condition, specifically the condition of the patient's pulmonary arteries. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type.